Event description:
A user facility reported noting a spot on an intraocular lens (iol) when opened. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be determined because, upon return, the lens was improperly re-cased by the customer, which resulted in optic and haptic damage. One haptic was torn/split/cracked into pieces. The optic was torn/split/cracked into pieces on a post of the lens case. Lens material from the damaged areas was observed on both sides of the optic. We were unable to determine area of customer complaint due to damage. Results from the product history record review indicated that product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/10/2009 and 10/01/2009 by mail. A completed questionnaire has not been received. (B) (4). (B) (4)